Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the exhalation valve and the exhalation flow sensor the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a backup ventilation alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the exhalation valve flow sensor was returned for failure investigation. On visual inspection, it was found that there was some contamination on the hot wire element, on leads of the thermistor device and particles on the hot wire element. This type of contamination insulates and damages the hot wire element causing inaccurate measurement readings. The unit was attached to the test ventilator for analysis and powered up. No errors were recorded in the diagnostic logs and passed all testing without any errors. The contamination which was observed could cause intermittent calibration or flow sensor cross check test failures. This type of contamination is most often caused by poor preventative maintenance of the ventilator filtration parts or poor evq component cleaning and disinfection process. The exhalation valve assembly was returned for failure investigation. On visual inspection of this component, no anomalies were observed. It was installed into a test ventilator for analysis and powered up. Performed testing and oygen (o2) calibration. No errors were observed, and no fault was found with the returned component. The likely cause of the observed condition was isolated to the contamination on the hot wire element of evq. The event will be included in trending and monitoring.